Event description:
Additional information received identified that patient had a fall and the leads fractured. Surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-01455. It was reported that patient¿s leads were non-functional. Surgical intervention may take placed to address the issue.